Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle) . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd eclipse¿ needle had a damaged component. The following information was provided by the initial reporter: "broken adapter".

Manufacturer narrative:
H6: investigation summary: one photo and one sample with open packaging was received by our quality team for evaluation. From the photo, damage was observed on the hub collar. The sample was subjected to visual inspection and the eclipse hub collar was observed to be dented. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed, and the discharge station was found to contact the eclipse hub collar. The probable root cause could be that there were stray parts at the discharge station which was not effectively cleared off during housekeeping. The stray parts resulted in the subsequent incoming parts reaching the discharge station to be jammed and continuously hit by each other eventually causing damage to the hub collar and then falling into the good part bin. This could be an isolated case due to improper housekeeping.

Event description:
It was reported bd eclipse¿ needle had a damaged component. The following information was provided by the initial reporter: "broken adapter".